Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, vomiting and loss of appetite. The cause of peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized for the event and treated with injection vancomycin (1gm, every 72hrs, discontinued) and injection amikacin (125mg, once a day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.